Manufacturer narrative:
B5: additional information was received 11nov2024 indicating that this event [manufacturer report #: 1820334-2024-01066] is a duplicate of the event reported under manufacturer report #: 1820334-2024-01116. All information in this event will be included in the reports for manufacturer report #: 1820334-2024-01116. This complaint is being cancelled. No further reports will be submitted for this manufacturer number. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 11nov2024: complaint determined to be duplicate of another complaint based on this clarifying information. This complaint is being cancelled, reference MDR report # 1820334-2024-01116.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the engage nitinol stone extractor's basket wire was detached during the stone removal procedure. The procedure was completed by using another same-like device. A customer provided picture appears to show the basket wire pulled from the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.